Manufacturer narrative:
The reported events of noise resulting in oversensing, an increase in sensing, impedance and capture threshold, and suspected lead damaged were not confirmed. As received, a complete lead was returned in two pieces. Electrical and x-ray examinations revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies with the exception of damage consistent with procedural damage. Furthermore, the impedance test was not able to be performed as the lead was separated in two pieces consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise that resulted in oversensing, an increase in capture threshold, sensing and pacing impedance were noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient is in stable condition.